Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image shows the tip of the wand, and the metal plate that is on the back of the electrode being circled as the issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a middle meatotomy for killian polyp, a transitory hypoesthesia of the suborbital nerve occurred while using a halo wand. The surgeon reported that the problem was related to the coagulant plate on the back of the electrode because it caused damage to tissues not targeted. The procedure was completed without delay using the same device. The patient is not under treatment and the hypoesthesia had largely regressed. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).